Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/15, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: -black box and alarm history show no evidence of write failure. The complaint was not duplicated. Unrelated to the complaint, the display screen contrast is dim and reddish, the battery compartment is cracked above and below the finger pad. Returned battery/cartridge caps were used during investigation, the battery cap top slot is damaged, ¿ez-prime¿ steps were performed correctly, no alarm occurred during the investigation, the product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).